Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) gave suppressed out of instrument range low (oir lo) errors for glucose (glu), magnesium (mg), triglycerides (tg) and a number of other chemistries on the cartridge chemistries side of the system including enzymes after they performed weekly maintenance. Customer reported that the dxc 800 generated erroneous microalbumin, alkaline phosphatase (alp), aspartate aminotransferase (ast), total protein (tpm), and total bilirubin (tbil), creatine kinase (ck) results. Customer indicated that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were corrected. Customer reported that patient treatment was not affected. Customer reported that the cartridge chemistries (cc) sample probe leaked about one ml of fluid when they moved the probe. Customer reported that the liquid was contained on the sample wheel cover. Bec customer technical specialist informed the customer that the leak could be due to the probe wash line. Customer indicated that the cc sample probe wash line fitting was not tight. Customer indicated that they reseated the fitting and ran quality control (qc) for all the cc chemistries, and the qc came in.